Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation, the patient experienced nerve paralysis, blurry vision, right sided weakness, right facial droop and aphasia. Subsequently, the patient died due to their underlying glioblastoma.